Event description:
Additional information received on 6/26/2021 and 1/26/2023 reported that the patient had scar tissue and difficulty with bowel movements.

Event description:
Additional information received on (B)(6) 2023 provides the following patient symptoms, cystocele and rectocele, uterovaginal prolapse. Chronic urinary tract infection.

Manufacturer narrative:
(B)(4). Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, the legal representative stated dyspareunia, severe pelvic pain, urinary urgency problems, incontinence, and difficulty with daily activities. Suffered and will suffer infections, pain, discharge, and multiple corrective surgeries. Operations to locate and remove mesh, attempt to repair pelvic organs, tissue and nerve damage, the use of pain control and other medications, injections into various area of the pelvis, spine and the vagina and operations to remove portions of the female genitalia. Urinary incontinence, physical deformity and loss of the ability to perform sexually. Removal of mesh. This patient also had an aris mesh product implanted. The aris has been reported under 2125050-2020-00433.